Event description:
It was reported during a unloading of the cot from the ambulance, the cot missed the safety hook due to the angle/grade of the pavement and dropped. When the cot dropped, it then tipped due to the angled pavement and the pt's head struck the pavement.